Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015; inratio: 3.4; lab: >21 patient's therapeutic range is: 2.0-3.0. Patient information was provided by the nurse, gail. Lab was drawn immediately after the finger stick. Patient had been off of coumadin for 4 days. Doctor was preparing this patient for surgery due to her endometrial cancer. Patient was showing signs of bruising and was bleeding from the nasal septum and vagina. Patient was hospitalized on (B)(6) 2015 and was still in the hospital as of (B)(6) 2015. Vitamin k was given and admission diagnosis was coumadin toxicity. Though requested, no other data was provided.

Manufacturer narrative:
Both the meter and strips associated with the complaint were returned for investigation. The customer's complaint of a discrepant low result was not replicated during in-house investigation. Strip testing on the returned strips met both accuracy and repeatability criteria. The returned meter met functional and thermistor testing requirements during investigation. The impedance curve analysis associated with this case found the curve exhibited a weak slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. The patient had cancer of the endometrium(stage of cancer unspecified) and patient was showing signs of bruising and was bleeding from the nose, septum, and vagina. (B)(4) has identified cancer and any bleeding or unusual bruising as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. When searching through the returned meter's memory, the customer's result of 3.4 was reported on (B)(6) 2015. Instead, the inratio inr result of 3.4 was found on (B)(6) 2015. The impedance curve of the customer's result of 3.4 was analyzed. The impedance curve for 3.4 exhibited a weak slope change. A possible root cause is the patient conditions of having cancer unusual bleeding and bruising may have contributed to an impedance curve that exhibited a weak-slope change. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. An impedance curve with weak-slope change has been identified in (B)(4) to contribute to a potential discrepant result. Further investigation is being performed under (B)(4) for this issue.